Event description:
It was reported that the patient was not able to charge the ipg and the bsn sales representative was unable to connect the device. The physician believed that the ipg was at end of life. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred approximately two years ago.

Event description:
It was reported that the patient was not able to charge the ipg and the bsn sales representative was unable to connect the device. The physician believed that the ipg was at end of life. The patient underwent an ipg replacement procedure.